Event description:
It was reported that there was potential heat shrink damage.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: heat shrinkage. Probable root cause: manufacturing defect (grease application), high friction due to components interaction, surface not smooth, poor/lack of suction, clogged shaver blade preventing fluid suction and cooling. Manufacture date is not known.

Event description:
It was reported that there was potential heat shrink damage.